Manufacturer narrative:
(B)(4). Visually confirmed anterior "nose" portion of implant is cracked. The cracks appear to have initiated located at the base of the diamond shaped facets, which could act as a stress concentrator. Additionally, a small anterior portion of the implant has been broken off, and not returned for analysis. The location and nature of the fracture suggests insufficient intervertebral space preparation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the peek implant broke upon insertion at the tip where the implant meets the inserter. Although the implant was used in surgery, no patient complications were reported.